Manufacturer narrative:
A patient experiencing ineffective stimulation and autoreducing was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number:3006705815-2023-04036. It was reported that the patient was experiencing auto-reducing from their scs system. The patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.